Event description:
It was reported that during the implant of an implantable pulse generator (ipg) system, the physician experienced difficulty placing the right ventricular (rv) lead into the rv apex. The implanting physician maintained several cm of soft lead without stylet when approaching the apex. There was no evidence of the lead pushing against the apex. The patient died several hours of the ipg system. Per the physician, the death of the patient was due to a rv perforation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).